Event description:
Caller reported cartridge alarm 31. Blood glucose level was not adversely impacted as it did not exceed 500 mg/dl. Customer replaced the cartridge prior to calling and successfully loaded a new cartridge, resuming insulin therapy. The issue was resolved.